Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a loose grip cable inside the proximal housing. Failure analysis did a manual inspection inside the housing and found the grip cables to be loose on the tall inputs. Additional observation(s) not reported by site: the instrument grip cables were found with signs of contamination at the distal end. The grip cables exhibited contamination on the outer, non-cutting surfaces of the cables. Common causes of loose instrument grip cables are often attributed to a cracked input shaft, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions. Dry bio debris is most commonly caused by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.